Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Multiple follow up attempts were made by tandem technical support, however, no response was received by the customer. No additional information was provided. No reported adverse impact.